Manufacturer narrative:
Approximate age of device ¿ 10 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported tha the patient was admitted for persistent low flow alarms. Technical services reviewed the submitted log files, and low flow events were confirmed. The patient had a mean blood pressure (bp) of 76 mm hg on (B)(6) 2018. Flows had been averaging anywhere from 2.3-2.5 lpm with alarms for low flow. On (B)(6) 2018, the bp mean was 100 mm hg. The patient was increasing the oral bp medication to lower the patient¿s bp. It was noted that the patient required a temporary right ventricular assist device (rvad) for several days post heartmate3 implant. On (B)(6) 2019, patient continuing to have low flow alarms. CT angiogram revealed circumferential narrowing of the proximal portion of the lvad outflow cannula (adjacent to the pump) secondary to mural thrombus, with approximately 50% narrowing of the cannula lumen. Patient was started on heparin infusion. On (B)(6) 2019, the pump speed was increased and flow was improving. The patient¿s hematocrit (hct) was at 35% up from 20% before. On (B)(6) 2019, it was reported that the patient was stable and listed for heart transplantation. No additional information was provided.